Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 309 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 266 mg/dl using truemetrix meter and 253 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer calling stating his meter is reading high results for him. I asked customer if he is experiencing symptoms of high blood sugar, customer stated he is not and that he is feeling well. Customer stated his normal blood sugar range of reading is between 140-150 mg/dl fasting. Back to back blood test, result 266 mg/dl, 253 mg/dl customer stated he is non- fasting customer stated he did open the vial of strips on (B)(6) 2016 and that he keeps the meter and strips in the dining room. Customer refused medical care. Customer stated that he will return the meter and strips to insurance company. He did not want another meter.